Manufacturer narrative:
The pump passed the displacement test and active current test. Power supply test failed during self-test alarmed during selftest due to lithium backup battery being disconnected at the j6 connector. After reconnecting the internal battery through the j6 connector the pump was monitored and functioned properly. Unable to perform sleep current test due to incomplete internal battery plug-in. Blank display not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump sales rep was unresponsive. Does not respond to battery anymore, will not switch on. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.